Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a device replacement due to normal eri, an x-ray examination observed externalized conductors between the superior vena cava and right ventricular (rv) coil on the rv lead. All electrical parameters were in range, so the rv lead remains implanted and will be remotely monitored. The patient was stable.